Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported seeing the poor communication screen on the patient programmer on (B)(6) 2016. He did use an antenna and confirmed it was secure, but trying to sync with the implantable neurostimulator (ins) did not resolve the issue. He unplugged the antenna and placed the programmer directly over the ins on the skin and was able to sync. The programmer would not work using an antenna, so was sent a new antenna overnight. There were no associated symptoms. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the replacement antenna resolved the lack of communication issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.